Manufacturer narrative:
UDI: (B)(4). Concomitant device: cutter device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the attachment device would not hold the burr device was not confirmed. However during evaluation, it was noted that the device screw had come out and the device failed pretest for lock operation assessment. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the attachment device was not holding the cutting burr device. During in-house engineering evaluation, it was determined that the device screw came out and the device failed pretest for lock operation assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.